Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for follow-up. High impedance was observed. Fluoroscopy was performed and externalized conductors were found. Lead was capped and replaced.